Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and rejecting new batteries. The customer¿s blood glucose level was unknown. The customer reported that there was 1-inch crack from the center to upper right corner, the center of screen gets dark the insulin pump rejecting new batteries and it rewinds slower than the past. Troubleshooting was not performed for damage. The insulin pump will not be returned for analysis.